Event description:
It was reported that cartridge did not fully snap into pump when customer attempted use. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic tap area with technical support, found and removed misplaced o-ring from pneumatic tap, cleaned area, confirmed cartridge o-ring was intact, successfully reloaded original cartridge through load menu, and then resumed insulin therapy without further issue.